Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10132.

Event description:
During the surgery, the sutures of these implants were broken. Additional information received via email from the affiliate on 3-9-2017. Type of procedure was hand, flexor suture. Yes the suture broke when tensioning suture. The procedure was completed by using more anchors and holding little. The anchors were kept implanted. It is not known if this caused a delay. There were no patient consequences. Additional information received via email from the affiliate on 3-27-2017. Delay of 15 minutes; no , he used other hole.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4).